Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that in 2007, the patient reported no sound could be heard from his left speech processor. The patient is bilaterally implanted. Batteries, transmitting cable and transmitting coil were replaced without resolution. The patient was seen in the clinic on four days later, after not hearing from either his own and the clinic loaner speech processor. The clinic informed that gentle stimulation was given on random 5 electrodes across the electrode array in the fitting map. These were presented without hearing any sound. Activation of his current map caused no sensation, no sound, discomfort or crackling. Testing was carried out by the clinic on the same day, which confirmed that the device has malfunctioned. Testing was carried out again with pressure applied over the coil, but again showed same results.